Event description:
It was reported that a patient with an implanted neurostimulator 97715 intellis adaptivestim pain and two lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) devices experienced new pain unrelated to baseline, increased sensitivity to electrical stimulation from the implanted pulse generator, and regular shocking discomfort from the right hip to ribs that had been ongoing for six months. Lead migration was confirmed by x-ray, resulting in stimulation in an undesired location and shock from the device. The patient was seen for reprogramming following the confirmed lead migration, and a lead revision surgery was discussed as a potential outcome if reprogramming fails to provide adequate relief. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 26-jul-2027, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 25-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.